Manufacturer narrative:
Environmental caps were provided to the customer. Service was not dispatched. A definite root cause of the event has not been determined to date.

Event description:
The customer reported that on (B)(4) 2011 erroneously high total protein (tp) results were generated on a unicel dxc 600 synchron system for an undisclosed number of patients. Repeat results generated on a second instrument were lower and considered valid. The number of patients, associated results and patient details were not provided by the customer. Quality control results were running below customer established ranges during the timeframe of this event. No erroneous results were reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event.